Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(4) 2018 it was reported that the patient hadn't been able to get a bolus since (B)(6) 2018 because of the previously reported ptm code. The patient wanted to know how long the pump could run out before it was damaged and couldn't be used anymore. It was noted that the low reservoir alarm date was (B)(4) 2018, and that the pump would beep for 3-4 days after that date. It was confirmed that the critical alarm occurred on (B)(4) 2018 it was noted that the original refill date was (B)(6) 2018, but the healthcare provider (hcp) was not going to fill the pump until next week. At the time of report, it was confirmed that the pump was infusing hydromorphone (30.0mg/ml at 18.023mg/day) and fentanyl (300.0mcg/ml at 180.23mcg/day). The patient's total maximum ptm dose was 21.324mg/day. It was noted that on (B)(6) 2018, the medication was "stuck on a point somewhere." It was indicated that troubleshooting resolved the reported issue, however, per the previously reported information, the patient's pump remained empty and was to be filled next week (relative to (B)(6) 2018).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl and hydromorphone, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain. It was reported that patient programmer (ptm) code 8286 occurred. Code meaning was empty reservoir. The patient was not due for a refill. Patient stated she had not missed a fill. Patient was scheduled for a fill (B)(6) 2018. There were no reported symptoms. No further complications were reported.